Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was 254mg/dl at the time of incident. The customer's blood glucose was 390 mg/dl at the time of call. The customer's spouse stated that the blood glucose reached 429 mg/dl and treated the high blood glucose with manual injections. The customer's spouse mentioned that the moisture in the reservoir compartment during troubleshooting. The customer's spouse declined to continue troubleshooting. The customer's spouse stated that the blood glucose went down to 368 mg/dl at the end of call. The insulin pump will not be returned for analysis.